Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for investigation results. (B)(4).

Event description:
It was reported that during a primary thr there were issue with implanting the liner, although several time hit. Due to that the posterior-lateral of acetabulum was found fractured, which was caused by bone grafting and the acetabulum strengthening until liner was implanted.